Manufacturer narrative:
The reported events of oversensing noise and lead damage were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular (rv) lead was oversensing noise. The suspected cause was rv lead damage. The rv lead was explanted and replaced. The patient was in stable condition.